Event description:
It was reported that during the procedure in the mildly tortuous, moderately calcified, mid left anterior descending artery (lad), for treatment of a 90% stenosis, pre-dilatation was performed. A 3.0x23 rx xience v stent system was advanced to the target site and the balloon was inflated two times at 16 atmospheres for 30 seconds. Intravascular ultrasound (ivus) was performed and stent apposition was confirmed. No further post-dilatation was performed. Post procedure the same day, the patient experienced chest pain. Angiogram showed thrombosis in the proximal segment of the stent. The thrombosis was suctioned and balloon angioplasty was performed successfully. There was no reported adverse patient sequela. 10,000 mg of heparin was administered during the procedure. The patient does not have a history of heparin-induced thrombocytopenia. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.